Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette during the priming phase of therapy. Nothing unusual was found during troubleshooting that could have caused or contributed to the reported issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.